Event description:
The customer reports the following comparisons on his accu-chek advantage meter: 28mg/dl and 476mg/dl; 476mg/dl and 214mg/dl; 517mg/dl and 151mg/dl; 494mg/dl and 151mg/dl; 494mg/dl and 151mg/dl; 494mg/dl and 146mg/dl. All aforementioned comparisons were obtained within 10 minutes. No reported actions/treatment. No adverse event reported. New system sent and return requested.